Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. The patient experienced a hyperglycemic event during the sensor¿s warm-up period. The patient's previous sensor reportedly failed. It was not specified how long the patient had not been receiving cgm values, however, the patient was unaware of her hyperglycemic state. While in the sensor warm-up period (with the new sensor), the patient reported that she was brought to the emergency room (ER). At the ER, the patient¿s blood glucose (bg) meter reading was 700 mg/dl, there were no cgm readings being provided due to the device being in the warm-up period. It was not noted if the patient was using a bg meter as a back-up during this time. The patient was experiencing vomiting and increased thirst. The patient stated she was treated with insulin and hospitalized for 5 days. The patient was in good condition at the time of report. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The data evaluation indicates that following the warmup period the estimated glucose values (egvs) went immediately to the maximum displayable value of 401 mg/dl and immediately alerted the user with a high glucose alert. The high alert had been previously configured to vibrate only. The high alert repeated every 5 minutes until it was acknowledged by the user. The sensor session was stopped by the user after approximately 8 hours with the egvs remaining at 401 mg/dl throughout the time period. Based on the user reporting bg values around 700 mg/dl during the time period, the sensor appears to be functioning properly. The allegation and the probable cause could not be determined. No additional patient or event information is available.